Event description:
It was reported that prior to the start of the operation, the tube was inserted into the patient. During the initial setup, when green ticks were seen on the initial page, the tap test was performed, and it was found that one side of the tube did not respond. The ¿tap test¿ is a local method of hitting the electrodes mechanically to check if there will be any response sent back to the machine. There was no response from the mechanical stimulation of the left side of the tube. The decision was made to change the tube before the case commenced. There was no patient injury reported.

Manufacturer narrative:
Section g4, ¿PMA / 510(k) #: please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device (brand name: nim® emg - endotracheal tube - trivantage® and product ID: 8229707). H3: product analysis of the device found that visually, there were creases/bends in the flex circuit when returned. Additionally, there was surgical tape near the inflation tube take off point at the proximal end of the device and a sticky, clear residue in the same area. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were: no reading (blue), 107.0 ohms (blue with clear tubing), 99.3 ohms (red), and 125.0 ohms (red with clear tubing) which all electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system and the electrode pads, on the distal end of the flex circuit, were submerged in saline to perform an electrode check and functional testing. During the electrode check, channel one failed and, during functional testing, channel 1 had excessive noise. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.